Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during an arthroscopic procedure, the teeth on the inside of the unit broke off and became lodged in the bursa fat pad of the knee. It was further reported that the doctor had to use an arthroscopic grasper to retrieve the broken piece. There was no significant delay in the procedure.